Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed, upon examination a crack in the reservoir connecting tube was found. The existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.